Event description:
Reference MFR reports: 1627487-2012-15072 and 1627487-2012-15073. It was reported the patient is not receiving adequate stimulation. The scs representative met with the patient for reprogramming and was unable to resolve the issue. It was also reported the stimulation is very positional. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.